Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the invalid cubie address. A technical support specialist found the invalid cubie address and confirmed that the customer was able to unload and resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.